Event description:
It was reported that during surgery, the device does not work properly and there was no water coming out of the device. There was a 20-minute delay in the procedure while an alternate device was being prepared. The saline bag was above the patient. Destructive testing is permitted. The mode of operation cannot be verified. The device was operated with a continuous trigger operation. The device was run in the field for 30 seconds. There was no patient impact. During the investigation, it was found that the battery electrolyte leaked inside the pack. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in china. Visual examination of the returned product identified the device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as device manufacturing process. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.